Event description:
The customer reported that when he removed the pod, the cannula dislodged. Pt advised to visit emergency room.

Manufacturer narrative:
The device was returned for eval. We are unable to confirm the reported cannula dislodged from the pod, or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.